Manufacturer narrative:
Section a compete information: sid: (B)(6) ,81-year-old male; sid: (B)(6), 53-year-old male an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased total bilirubin and falsely elevated creatinine results generated on the alinity c processing module for multiple samples. The customer believes the initial results are incorrect. The following results were provided: sid (B)(6), 81-year-old male total bilirubin result = 19, repeat result = 29, sid (B)(6), 53-year-old male creatinine result = 315 mol/l, repeat result = 105 mol/l, no impact to patient management was reported.

Event description:
The customer observed falsely decreased total bilirubin and falsely elevated creatinine results generated on the alinity c processing module for multiple samples. The customer believes the initial results are incorrect. The following results were provided: sid (B)(6), 81-year-old male total bilirubin result = 19, repeat result = 29 sid (B)(6), 53-year-old male creatinine result = 315 mol/l, repeat result = 105 mol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, observed nozzle # 4 was slightly bent and replaced the part which resolved the issue. No additional result issues have been documented since the service activity. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with nozzle c4 #1, #4, #5 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the nozzle c4 #1, #4, #5 (rohs) was identified. All available patient information was included. Additional patient details are not available.